Event description:
The maryland bipolar forceps davinci xi instrument broke while in a 12mm davinci port using the 12-8 reducer. A piece of the instrument snapped within the reducer, causing the instrument to become stuck within the reducer. It was able to be removed from the patient by taking the port out, and no pieces broke off or separated.